Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
The customer reported the unit shut down and restarted. There was patient involvement, but no one was harmed. The manufacturer's field service engineer (fse) remotely advised the customer to replace the central processing unit, but the fse was unable to duplicate the reported problem. The customer replaced the cpu and the unit passed performance maintenance tests.